Event description:
It was reported that there was thrombus present in the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was into the patient. The impulse pigtail catheter was inserted to help position the was in the laa of the patient. The impulse pigtail catheter was then removed from the patient, and it was noted that there were clots all over the device. The physician aspirated the was, but no thrombus remained in the patient. The physician continued the procedure using the same was. The wds was inserted, and the closure device was deployed in the patient. After all release criteria was met the closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. The patient did not experience any other complications and is expected to make a full recovery.

Manufacturer narrative:
Device analysis: the returned device consisted of an impulse diagnostic catheter. Inspection of the device presented no damage or irregularities to the device. Product analysis did not confirm the reported event, as the clinical circumstances cannot be replicated.

Event description:
It was reported that there was thrombus present in the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was into the patient. The impulse pigtail catheter was inserted to help position the was in the laa of the patient. The impulse pigtail catheter was then removed from the patient, and it was noted that there were clots all over the device. The physician aspirated the was, but no thrombus remained in the patient. The physician continued the procedure using the same was. The wds was inserted, and the closure device was deployed in the patient. After all release criteria was met the closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. The patient did not experience any other complications and is expected to make a full recovery.